Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2011. A 693565 lead: implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.